Event description:
The user has not been seen by her audiologist in several years. She hit her head on the right side on the curb a few years ago. The user had two right sided concussions in 2018. She reports that her right ci never worked and that the trauma did not change anything. The user was not satisfied with the sound quality since the first programming session. During last visit on (B)(6) 2022, it has been decided to consider proceeding with integrity tests and evaluate if the user would be a candidate for reimplantation. The integrity tests and programming support will be scheduled in early (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient's hearing performance is not satisfactory, however, no technical problem could be detected. In situ measurements show the device working within specification. Further full insertion was achieved at implantation surgery. Reportedly, the user would like to proceed with reimplantation. However, currently further technical checks are planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that the right cochlear implant never worked. The user also hit their head on the right side on the curb a few years ago, but reportedly the trauma did not change anything. It is planned to schedule an appointment with her surgeon in the next months.